Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised force sensor system alarm and prime/fill anomaly due to motor error alarm. Insulin pump passed displacement test, self test, and unexpected restart error test. Insulin pump passed all operating currents tested with in the spec range and passed off no power test. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and severely scratched display window noted.

Event description:
Customer reported via phone call that the device was stuck in the priming mode. Customer's blood glucose was unknown. Customer mentioned the device alarmed compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.